Event description:
Ambulance personnel responded to a person described as in cardiac arrest. The pt was connected to the device and the "analyze" button pressed. According to the reporter, the device alarmed "motion detected" and would not allow the device to analyze the pt's rhythm. The pt was not resuscitated.